Event description:
Clinical study. Same case as 6000089-2006-01633. It was reported that approx 1 month after a coronary drug eluting stenting treatment procedure, the pt expired. The event occurred in 2006, with date unk. The lesion being treated in the index procedure was a 3.0x50mm, 100% stenosed lesion located at the proximal right coronary artery (prox rca) with severe vessel tortuosity and mild calcification. The physician treated the target lesion with pre-dilatation and successful placement of two overlapping taxus liberte' drug eluting stents of size 3.0x20mm and 3.00x32mm. The post procedure target lesion had 0% diameter stenosis. There were no reported complicatons. The pt was discharged 6 days later on aspirin and plavix. About 1 month after the initial procedure, the pt died of cancer. In the opinion of the physician, the relationship of the death to the taxus liberte' stent was unrelated. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was recieved for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.